Manufacturer narrative:
The reported event was dislodgement and a helix mechanism issue. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
During an initial implant procedure, the helix was unable to extend on the right atrial (ra) lead resulting in the ra lead dislodging twice. The ra lead was explanted and replaced to resolve the event. The patient was stable.